Event description:
Initial hba1c result of 8%. Repeat of same sample recovered 10.3%. The sample was being used as an internal quality control sample, no pt results were reported. The field service rep determined the detergent valve was not working properly. The instrument was repaired and performance check tests were performed.